Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified the patient's scs generator was replaced with no complications. Stimulation was reportedly restored postoperatively

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs system patient controller (pc) was displaying ¿replace generator". "The generator has reached the end of its service¿ message. Surgical intervention to replace the patient's implantable pulse generator may be taken to address the issue.